Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor: 4/30/2013, belt: 6/22/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 at approximately 10:30 pm, while wearing the lifevest. The patient was at home and it was reported that the patient passed away from a heart attack. Per clinical review of the available ECG data, the device detected an arrhythmia four times at 20:52:31 on (B)(6) 2019 while the patient was in bradycardia at 35 bpm transitioning to bradycardia at 20 bpm with and CPR artifact transitioning to an idioventricular rhythm at 90 bpm with a 10 second pause. From 20:59:26-21:00:10, the patient was in vf, but the lifevest did not enter a detection sequence due to varying amplitude and heart rate. At 21:00:10, the lifevest detects an arrhythmia while the patient is in vf. At 21:00:44, the patient receives the first appropriate treatment, while in vf. The patient's post shock rhythm is an idioventricular rhythm at 25 bpm with pvc's. At 21:01:29, the device detects an arrhythmia while the patient is in vf. At 21:02:02, the patient receives a second appropriate treatment while in vf. The patient's post shock rhythm was an idioventricular rhythm at 85 bpm. The response buttons are then pressed from 21:02:19 to 21:02:48. It is unclear who is pressing the response buttons. At 21:03:18, the lifevest detects an arrhythmia with response button use while the patient is in vf transitioning to vt at 200 bpm. The patient is in vf with response button use until the electrode belt is disconnected at 21:05:41 on (B)(6) 2019. The patient's variable amplitude and variable hr prevented the lifevest from treating the patient from 20:59:26 to 21:00:10. Response button use prevented the lifevest from treating the patient from 21:02:15 until the electrode belt was disconnected at 21:05:41. The patient's equipment was returned and was found to be fully functional. There is no indication that a device malfunction caused or contributed to the patient's death.